Manufacturer narrative:
Two test strips were received for investigation and measured on reference meters with a high-level control sample: testing results (qc range: 2.4 - 3.0 inr): qc 1: 2.8 inr; qc 2: 2.8 inr. One retention test strip was measured on a reference meter with a high-level control sample: testing results (qc range: 2.4 - 3.0 inr): qc 3: 2.8 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The returned customer material and retention material comply with the specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of discrepant %quick (%q) results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2022 the meter result was 2.2 inr (24 %q). The result from the laboratory within 30 minutes was 35 %q. On (B)(6) 2022 the meter result was 2.1 inr (27 %q). The result from the laboratory was 1.8 inr (38 %q). The patient¿s therapeutic range is 2.5 ¿ 3.5 inr.

Manufacturer narrative:
Initial reporter: occupation is patient/consumer. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."